Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure, there were many attempts to insert the stylet into the lead but there was blood coagulation due to prolonged procedure which caused the wire insertion to fail. A new lead was used to successfully complete the procedure. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction at the distal region of the lead. After cutting the lead at stylet obstruction/restriction region to examine the condition of the inner coil, the inner coil lumen was found to be clogged with blood/body fluids. The cause of the reported event was isolated to the inner coil lumen clogged with blood/body fluids.